Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including sepsis, hernia recurrence, obstruction and abdominal pain. The instructions-for-use supplied with the device lists infection and recurrence of hernia as possible complications. In regards to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." The lot number provided in the claim was illegible; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that, on (B)(6) 2017, the patient had an operation due to a previous diagnosis of an umbilical hernia, during which, two segments of the small intestine were removed, connective tissue (fibromembranous), part of the peritoneum, as well as the hernia. On (B)(6) 2019, the patient was four days at home with stomach pain, vomiting and unable to eat. On (B)(6) 2019, the patient was admitted to the emergency room as the patient complained of abdominal pain, especially in the umbilical area where the previous hernia was worked. The patient also presented with continuous nausea and vomiting. It is alleged that these symptoms were directly related to a hernia. The surgeon recommended the patient to surgery the next day and not leave the hospital. It is alleged that about the surgery, the only thing that the surgeon told the patient was "I'm going to put a mesh on you." Nothing more. The patient underwent a surgery for the implant of a bard/davol ventrio st hernia patch to repair the umbilical hernia on (B)(6) 2019. As a result, the patient had to take fourteen or more medications to reduce or minimize the pain the patient felt from the concurrent problems with hernia. On (B)(6) 2020, the patient presented with the following symptoms: high beats per minute (bpm), fever, chills, arthralgia, and severe pain in the abdominal area due to an obstruction by the umbilical hernia and presenting a clinical picture of sepsis. The patient was stabilized with antibiotics in the first instance but in the same way the patient had eight days in the hospital. At the time of discharge, the patient was prescribed four additional medications to help with the symptoms. However, the surgeon also gave the patient an instruction that to return to present symptoms of that nature to go to the emergency room. The surgeon also recommended a quote from follow-up within seven days later along with various studies of the body in order to know if the patient's health detriment is related to the surgical mesh. It is alleged that the patient suffered pain, pain and suffering, physical and emotional damages. It is also alleged that the device was defective.